Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood/body fluid noted in the neck region and in the helix housing. Resistance testing and x-ray found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that after repositioning the right ventricular (rv) lead, the helix did not fully extend. The physician tried to retract the partial helix and it did not retract either. The physician mentioned, he could not feel any torque transferring. The right ventricular (rv) lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.